Event description:
Additional information received revealed the procedure was diagnostic and was completed with a similar device.

Manufacturer narrative:
B5 (additional information has been obtained and provided). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no image displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the evis lucera elite video system center to olympus repair center for evaluation of a reported no image displayed that was found during preparation for use for an unknown procedure. There were no reports of patient harm.